Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a CABG procedure. Reportedly, the needle broke. The surgeon used suture to complete the procedure. The hosp has reported no pt injury occurred.